Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter started to read inaccurately on the morning of (B)(6) 2015, when she obtained alleged inaccurately high blood glucose results of ¿109, 101 and 109 mg/dl¿ on the subject meter. Meter to feelings comparisons are invalid for the purposes of determining an inaccuracy. The patient manages her diabetes with a combination of diabetes medications. She reported that from about the middle of may, she had ¿skipped dose or stopped medication¿. She alleged that ¿45 minutes¿ after obtaining the alleged inaccurate results, she developed symptoms of ¿shaking, dizziness, light head [and] thirst¿. She denied receiving any treatment for her symptoms. During troubleshooting, the cca established that patient¿s test strips had been stored correctly and the subject meter was set to the correct unit of measure. The cca walked the patient through a control solution test and the result was in range. Replacement products were sent to the patient. This complaint is being reported because the patient alleged she obtained inaccurate high results with the subject meter, adjusted her medication based on the results she obtained and reportedly developed symptoms indicative of an acute diabetes excursion after the alleged issue with the meter started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - device evaluation.the lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.